Event description:
As reported, "during the aneurysm procedure, coil embolization was performed. After the access was established, 3 coils were filled. There's resistance filling the fourth coil. Replaced another coil, the resistance was still high. The procedure was successfully completed after a new microcatheter was replaced." The investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen.

Manufacturer narrative:
Investigation conclusion: the investigation found that an in-house coil system experienced friction within the returned headway microcatheter hub, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed braid in the lumen, and delaminated ptfe in the lumen, which would have caused or contributed to the coil device advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but the condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.